Event description:
The linox lead was found to have dislodged. Repositioning of the lead is planned for today. No adverse patient events are noted. (B)(6) 2014. Rep called to inform us that twiddlers was noted when the pocket was opened.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized, including a visual, mechanical and electrical inspection. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.